Manufacturer narrative:
Sample evaluation was performed. After reviewing the packaging specification for this code it was confirmed that contents were not packaged per specification, each drape should be individually packaged in a pouch. Manufacturing records indicate that the sterile and non sterile codes of the product were manufactured at the same time and by mistake the packing operator placed the bulk non sterile drapes in the package labeled with the sterile product code. As a corrective action, additional segregation methods have been implemented during packing of sterile and non sterile codes. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, customer opened the package of sterile drapes and noticed they were packaged in bulk so they could not be sterile. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).